Event description:
Pt was in interventional radiology for stenting of left middle cerebral artery. Guidewire perforated vessel distal to stent placement. Pt taken to CT, subarachnoid hemorrhage on CT scan. Pt transferred from interventional radiology to ccu.